Event description:
It was reported that the data within the subcutaneous implantable cardioverter defibrillator (s-ICD) was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the data within the subcutaneous implantable cardioverter defibrillator (s-ICD) was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the patient is requesting complete explanation of the s-ICD with no new device implantation. However, for personal reasons the patient is unable to schedule the explant procedure prior to the start of the next year. Thus the s-ICD remains implanted and no adverse patient effects were reported.